Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On march 24, 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ping meter is giving an error 1 message. Prior to the onset of the product issue, the pt reportedly had symptom of headache. The pt did not receive any treatment. This complaint is being reported due to the alleged error 1 message. However, there is no evidence the pt suffered a serious injury due to the product issue. The pt's symptom did not meet the criteria of a serious injury. In addition, the pt did not receive any treatment that would suggest the pt had acute complication of diabetes. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.